Manufacturer narrative:
Concomitant medical products: d314vrm ICD. Implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising/high impedances, and the physician suspected that there was a tip/tissue interface issue. The lead was explanted and replaced as part of a routine system upgrade procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo.the analyst noted that the distal conductor was fractured at 17.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.